Event description:
Customer reportedly received results of hi and 65 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.